Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was flipped manually at the appointment in may and as of today remained in its proper orientation. It could be read with the tablet programmer and the ptm (personal therapy manager). No issues were found, and it seemed to be in working order.

Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient's communicator was having a hard time connecting with the pump.  They were having a hard time syncing the communicator with the pump and the issue was progressively getting worse. Additional information was received from the consumer via a manufacturer representative indicated that during a refill in the beginning of may the pump was flipped and the healthcare provider had to manually flip it. It was noted that the patient's personal therapy manager could not find the pump. The patient has an appointment to troubleshooting on (B)(6) 2021.